Event description:
Caller reported that the pump experienced a malfunction, with no notable events occurring prior to the issue and no adverse impact to the customer's blood glucose level, as it stayed below 500 mg/dl. In response, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support informed the caller about the shipment of a replacement pump equipped with updated software and provided instructions on how to return the faulty pump to tandem, including placing it into storage mode and sending it back via ups using a pre-paid label within ten days. The caller understood and acknowledged these instructions.